Event description:
The olympus representative reported on behalf of the customer that the clip used in a previous case was inhaled, and came out inside the patient's body during the next case. Brushing and washing were performed on the evis lucera elite colonovideoscope after each case. It is unclear whether the paper clip was recovered or left inside the patient's body. No patient harm was reported. Additional procedural details were requested but unknown or not provided. Related patient identifier: (B)(6) - evis lucera elite colonovideoscope (model: pcf-h290ti sn: unknown).

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The device was not returned for evaluation. Since the lot number and manufacture date of the device were unknown, olympus could not confirm the device history record (DHR). Without the return of the device, olympus could not confirm the foreign material or the reprocessing status for the subject device. The root cause of the foreign material remaining in the device was that the clip used in the case was inhaled. Olympus could not specify the cause of the foreign material that remained in the device since it was unknown if the reprocessing was conducted in accordance with IFU from the obtained information. The event can be detected and prevented in accordance with the following IFU. -IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. -IFU states that preventive measure in gif/cf/pcf-290 series operation manual chapter 4 operation. Olympus will continue to monitor field performance for this device.